Event description:
Revision surgery - the pt had multiple fractures effecting implant stem stability. The surgeon removed the stem and head.

Manufacturer narrative:
The reason for this revision surgery was to remedy fractures after an unknown duration in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be conducted as the part and lot numbers were not reported in the complaint. The root cause of the fractures was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.